Manufacturer narrative:
H6: investigation summary: since no samples (including photos) were returned for the syringe 3ml ll 200 s/c, product code# 30965780, from lot# 2228127, with the reported issue of ¿foreign matter¿, the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #2228127. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported while using bd scale mark syringe with luer-lok tip foreign matter was discovered. There was no report of patient impact. The following information was provided by the initial reporter: in this syringe behind the stopper was a lot of ¿powdery substance¿. She removed this from the package and drew up heparin. When she went to release the extra air she noticed all the powder.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd scale mark syringe with luer-lok tip foreign matter was discovered. There was no report of patient impact. The following information was provided by the initial reporter: in this syringe behind the stopper was a lot of ¿powdery substance¿. She removed this from the package and drew up heparin. When she went to release the extra air she noticed all the powder.